Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tnt leakage with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and tnt leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tnt leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and tnt leakage was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes part of the sample passes through the tube from a leak. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: part of the sample of the coagulation tube (citrate) passes to the pet tube through a leak.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes part of the sample passes through the tube from a leak. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter: part of the sample of the coagulation tube (citrate) passes to the pet tube through a leak.